Event description:
A non-health care professional reported during the intraocular lens implantation there was a large scratch defect in the center of the optic. The lens was removed and replaced in the same procedure.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).